Event description:
It was reported that the customer was experiencing high blood glucose levels of over 500 mg/dl, since the day prior to the phone call, when they changed the infusion set. The customer had changed the infusion set twice, the day prior to the phone call. The customer stated that they were lazy and sleepy. The customer had treated with manual injections. Troubleshooting was performed and everything tested within specification. The high pressure tested passed. The drive support cap of the insulin pump was recessed. In the alarm history there was low reservoir alert present. The cannula of the infusion set was neither bent nor occluded. The customer stated that they insert the infusion set in their thigh, half way down. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).